Event description:
A talent abdominal stent graft system was inserted into a pt for the endovascular treatment of a 3.5 cm diameter abdominal aortic aneurysm. The aortic neck is 2 cm in length, it is conical in shape measuring 19-20 mm proximally and 25 mm distally with a fair amount of thrombus. The iliac's were small measuring 8 mm and one of them might have been occluded. The pt had occlusive disease with a lot of thrombus and there was an accessory renal artery on one side. It was reported that the pt presented with other complications at another hosp not related to the aneurysm and saw another physician. It was noted that portion of the kidney with the accessory renal artery had died off. It appeared that the main renal artery was covered by the stent graft and the accessory renal artery which was lower was patent. The stent graft itself appeared fine with no migration or endoleak. No intervention was performed and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (arterial and venous occlusion). (Conically shaped and thrombosed aortic neck, small iliac arteries, occlusive disease). Conclusion: (conically shaped and thrombosed aortic neck, small iliac arteries, occlusive disease).